Event description:
Evaluation of the explanted stent graft has been completed. The devices were explanted during surgical conversion due to aneurysm expansion. Details of the patient¿s anatomy at implant, including follow-up information, were not provided. It was recently reported that the devices were explanted due to significant aaa expansion. A pre-operative CT could not identify any endoleak. During the explant several patent lumbar arteries were observed, and no stent graft issues were reported. The patient was successfully converted. From the examination of the returned devices and clinical information provided, the cause of the aaa expansion was likely due to the type ii endoleak from the patent lumbars observed during the explant. The device was returned with the bifurcate transected across the contra limb origin at the flow divider, and the ipsilateral limb was transected just below the gate. A 3-ring length section of the contralateral limb was returned detached from the gate, and the distal ipsilateral and contra limbs were not returned. No stent graft integrity issues were seen along the bifurcate proximal sealing zone; rings 1 ¿ 2. Several fatigue strut fractures were observed along the bifurcate aortic body rings 3, 4 and 7. Several fabric holes and associated suture breaks were also observed between rings 2 ¿ 5. Films were not provided; therefore, the in-vivo configuration of the stent graft during the implant duration is unknown. The cause of the observed holes and suture breaks is uncertain, but was likely related to stent graft abrasion and angulation . It is possible that the holes may have also contributed to the aaa expansion; however, no endoleak was seen in this location prior to the open repair, and the holes appeared to have been covered by tissue in the ¿as received¿ condition. The distal portions of both limbs were not returned, thereby limiting the extent of the investigation.

Manufacturer narrative:
(B)(4).